Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a no delivery alarm. Blood glucose level was over 600 mg/dl. The caller reported that five out of ten of their last infusion sets resulted in no delivery alarms. The insulin pump was not replaced or returned for analysis.